Event description:
Nim ett monitoring wire defect. Patient was intubated with ett for thyroidectomy/ parathyroidectomy. The rn who handed the ett to anesthesiologist inspected the ett and did not visualize any defect with the device. The anesthesiologist successfully intubated the patient and then noted the ett cuff would not stay inflated making placement precarious. The situation was evaluated by both surgeon and anesthesiologist and decision to replace the ett was made. Upon removal of the ett, anesthesia and rn noted that one of the wires was bent and had perforated the ett cuff. Patient had some bleeding and required suctioning leading all to believe the wire may have scratched tissue as it was removed. Ett saved in original packaging and delivered to risk management. Device usage problem: device malfunction- the device did not do what it was supposed to do.